Manufacturer narrative:
Date sent to the FDA: 08/30/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a pt presented with a recurrent hernia at an unspecified time following a ventral hernia repair. The pt was returned to surgery and the device explanted. The causal relationship between the device and the recurrent hernia is not known.